Event description:
It was reported that the pump exhibited a travel coarse error. No patient injury was reported.

Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed there was no physical damage to the pump. A review of the event history log identified travel coarse error, check clutch plunger lever found in the history. Functional testing was performed using the occlusion test and was unable to duplicate the reported problem. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced lead screw nut, lead screw, clutch spring, and clutch halves for preventative purposes. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).